Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a review of non-sustained rv oversensing episodes revealed atrial pacing was intermittently blanking ventricular events. Programming changes were suggested.